Manufacturer narrative:
A physio-control service representative performed an initial evaluation of the customer¿s device and was not able to verify the reported issue. The device was able to detect electrodes during functional testing. The device is out of service life and can not be serviced. The device was returned to the customer with note that no repair was performed. Root cause is unable to be determined.

Event description:
The customer contacted physio-control to report that their device does not detect electrodes. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involved in the reported event.

Manufacturer narrative:
Physio-control requested additional information related to the status of the device, but has not yet received a response. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device does not detect electrodes. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involved in the reported event.